Event description:
Date of implant: 2007 it was reported that a patient underwent a surgical procedure to reduce a grade ii spondylolisthesis at l4-l5 utilizing threaded post fixed screws. The surgeon was able to reduce the deformity to a near grade 0 spondylolisthesis, after the surgical procedure. At 3 weeks post-op, it was revealed that the screws at l4 had slipped through the connectors. Patient underwent a revision surgery to remove and replace the hardware. No patient complications were reported.

Manufacturer narrative:
Device has been explanted and returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer on the l4 screws and connectors, both left and right. The break-off setscrew was broken off on both setscrews (per the design). The tip of each setscrew was deformed, which indicates purchase on the rod. Marks are apparent on the rod and screw washers of both connectors, an indication that the mechanism did translate to the screw. Corresponding marks can be found on the left l4 screw post. The right l4 screw post was marred during removal; therefore, obliterating any marks that would have been present. These observations indicate that the mechanism did move and engage each of the components as designed; however, the forces the connection mechanism delivered to the screw can not be discerned. These findings could not be reproduced in our testing facility due to no connectors of the same lot for mechanical testing. The exact cause of the incident could not be determined.